Manufacturer narrative:
(B)(4). (B)(6). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Event description:
(B)(6) notified baxter (B)(4) of a administration solution set in which "the location of connection with the serum was broken." It is unknown when the event occurred. Patient involvement is unknown at this time. No additional information is available at this time.